Manufacturer narrative:
Investigation pending.

Event description:
Caller (patient's husband) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio2: 6.0, lab: 2.9. Patient's therapeutic range: 2.3 inr.